Manufacturer narrative:
Syringe that was involved in this incident revealed a ductile fracture that is indicative of excessive bending and re-straightening by the user. An additional twenty syringes were examined from the same lot and revealed no mfg defects. No complaints from this lot number exist in our current database for complaints.

Event description:
User was injecting himself with insulin, when a needle broke-off in his upper right arm. The user was taken to a hospital, where the needle was surgically removed. In addition, the stitching on the user's wound became infected and he was placed on antibiotics after the surgery.